Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 120 to 136 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking medication and insulin to manage diabetes. Customer provided that they have not had any recent changes to diet. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 09/22/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results (date / time not able to be read by customer): (B)(6). Adverse event not reported.